Event description:
In (B)(6) 2010 in (B)(6), I had the essure coils placed in my fallopian tubes to prevent pregnancy. Although I was told there would be minor cramping, similar to period cramping, during/after the procedure, that was not what I experienced. The procedure itself was incredibly painful, like going through childbirth all over again. The pain lessened over the next two days, but it never went away. I experienced mild pain all the time, but it became severe during bowel movements, while having sex, lifting anything heavy, or whenever I just moved the "wrong" way. That severe pain took hours to go back to "just" the mild pain that was constantly present. My yearly pelvic exams were also incredibly painful. Finally in (B)(6) 2013 I found a doctor that was willing to listen to my issues and she recommended having the essure coils removed. I was referred to an off post provider in a (B)(6) hospital (military stationed in (B)(6) and he scheduled me for surgery on (B)(6) 2013. My fallopian tubes were removed with the essure coils and, since then, I have not experienced the debilitating pain that I had while essure was in place.